Event description:
It was reported that the patient presented to the emergency room (ER) due to high thresholds and intermittent loss of capture (loc) on the right ventricular (rv) lead. The presenting rhythm was reviewed, lead measurements were evaluated, and the rv lead was programmed to maximum outputs until the scheduled lead revision. Two days later, the rv lead was explanted and replaced. The cause of the elevated rv thresholds was not determined. No additional adverse patient effects were reported. The rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient presented to the emergency room (ER) due to high thresholds and intermittent loss of capture (loc) on the right ventricular (rv) lead. The presenting rhythm was reviewed, lead measurements were evaluated, and the rv lead was programmed to maximum outputs until the scheduled lead revision. Two days later, the rv lead was explanted and replaced. The cause of the elevated rv thresholds was not determined. No additional adverse patient effects were reported. The rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.